Manufacturer narrative:
We checked the work cycle of the poly liner involved, without finding any dimensional anomaly. Also, we did not receive any other signaling related to this lot. A total of (B)(4) l1 liners have been manufactured with the lot # 201314008, and (B)(4) of them have been implanted. We did not receive the liner involved at the moment, but we know it is being returned to us. We will submit a follow-up report after analysis on it.

Event description:
During a surgery dated on (B)(6) 2014, after insertion of the l1 poly liner into the l1 metal back glenoid, the liner had micro-movements inside the metal back. Then the surgeon removed the liner and replaced it with a new liner of the same size which seated correctly into the same metal back, without any micro-movement. The event occurred in (B)(6).